Event description:
It was reported that the patient was not getting the right side coverage that he needed. The physician compared a current xray with an xray done at the trial and the lead was not in the proper location. It was further clarified that the patient had less than 50% therapy relief. It was further reported that the lead was repositioned. The procedure was done under general anesthesia, and the patient elected to not have programming done that day. The patient¿s status was noted to be alive with no injury/adverse event. Additional information about the outcome was requested.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).